Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received a notification from the pump "to resume insulin, install a new cartridge" after completing the load process. The customer would performed the load process using the same cartridge and successfully resume insulin deliveries. The customer's blood glucose level was not impacted.